Event description:
Product analysis was completed in which no anomalies were detected. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
X-rays were reviewed by the manufacturer. The vns generator was placed normally per labeling. The connector pin of the lead appears to be fully inserted inside the connector block. The feedthrough wires appear to be intact. A strain relief bend was present, but no evidence of a strain relief loop was identified. Therefore, strain relief was not performed and the tie-downs were not utilized according to the manufacturer¿s labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and could not be fully assessed. Based on the x-rays received, the cause for the ¿weird¿ sensations could not be determined. The patient underwent prophylactic vns generator replacement surgery. The explanted product has not been received by the manufacturer to date.

Event description:
During attempts at product return, it was revealed that the explanted product was discarded.

Event description:
Follow up with the physician's office revealed that the weird sensation first began a few months prior to the initial report. It was stated that the event did not begin following a settings/medication change. The patient's settings were decreased as a result and the generator was eventually replaced as previously reported. It was later reported that the patient was referred for vns lead replacement. Follow up with the company representative revealed that the patient had been experiencing pain was at the implant site on the nerve since a few months prior to the initial report. The patient had consulted with multiple surgeons and the consensus was to replace the generator as previously reported. As the pain did not resolve with the replacement of the generator previously and it was determined that the patient would undergo a vns lead replacement surgery. No relevant lead replacement surgery is known to have occurred to date.

Manufacturer narrative:
Age at time of event, corrected data: follow-up report #3 inadvertently did not list "(B)(6)". Date of event, corrected data: follow-up report #3 inadvertently did not list "(B)(6) 2019".

Event description:
It was reported that the patient underwent vns lead replacement surgery for pain. It was noted that the patient had spoken with four surgeons and the decision was to replace the lead. This was reported as for the patient's comfort. The lead was cut and pulled apart during the removal and was in several pieces. It was reported that the surgeon noted there was a lot of scar tissue built up around the lead and that the surgeon felt that this was the best guess as to the cause of the neck pain. It was stated that the surgeon had caused lots of insulation tearing in the removal of the leads and the lead portions were disposed of by the facility. It was noted that the patient's family reported a family history of excessive scar tissue build-up and provided an example of the patient's sister having an excess of scar tissue found during a hip replacement surgery (not related to vns).

Event description:
It was reported that the patient was experiencing ¿weird¿ sensations on occasion during stimulation. It was stated that impedances were within normal limits. X-rays were to be performed to assess the lead. The patient was referred for a generator replacement and revision if it was deemed necessary. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.